Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery occurred on (B)(6) 2014. The revision surgery occurred as a result of joint dislocation. The bipolar head and the femoral cocr head were revised to new omni implants of the same size.